Manufacturer narrative:
(B)(4). Evaluation, conclusion: off label, unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. It was reported that the patient presented nine months post implant with occlusion of the limb above the flow divider (exact date is unknown) and the cause of the occlusion unknown. Intervention was performed. Wire access was obtained, pta ballooning was performed and the occluded limb was relined with a 16/16/124 and a 16/10/124 endurant limbs followed by two 10/60 assurant stents. Final angio was performed and flow was observed in the re-vascularized limb. An additional angio was taken higher to visualize the renal arteries and there was thrombus in the bifurcated stent above the flow divider which required a fem-fem bypass to be performed. No additional clinical sequelae were reported.